Event description:
It was reported that the customer has been in the hospital for rehabilitation since (B)(6) 2012. Caller stated that the customer blood glucose has been unstable. Caller stated that the blood glucose was 226 mg/dl, them went to 102 mg/dl. Them blood glucose went down to 35 mg/dl and up to 65 mg/dl. Caller stated that the customer is wearing the insulin pump while in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.